Event description:
A pt reported experiencing inaccurate high results with a one touch basic original meter. The pt's blood glucose results were 206mg/dl (meter), 137 mg/dl (lab). Test were done within <10 minutes with a difference of 68%. Pt did not experience any adverse events. No further info has been reported.